Manufacturer narrative:
(B)(4). This complaint was from a nurse who stated her patient had an incident in which air was detected; there was no mention of an alarm. This complaint was not confirmed in the lab due to a lack of sample. There was no specific lot number identified with this complaint, but a batch review was performed on two potentially associated lot numbers with no issues noted. The cause of the patient's illness is listed as unknown. There was not enough data within the complaint information to identify root cause; therefore the root cause of the complaint was not determined. There could be several causes for this air in the set. Some causes are punctures in the set, inadequate connection, or incomplete primes. These potential use errors are addressed in homechoice apd systems patient at-home guide. On page 11-11, patients are instructed to check the cassette and tubing for any damage. On page 11-15, patients are instructed how to properly connect the solution bags. On page 3-10, patients are also instructed to check all disposable set connections for a secure fit before beginning therapy. On page 11-18, patients are instructed on how to prime the disposable set. This review finds the labeling adequate for the potential use error(s) in the complaint. A trend review of global complaint data between (B)(6) 2009 through (B)(6) 2010 showed no adverse trend for complaints related to problem code excessive air. Overall, the trend is stable. Renal quality engineering, along with plant manufacturing and quality, will continue to monitor product lines for trends and will take corrective/preventive action as appropriate.

Event description:
A renal dialysis healthcare professional left a voice message for corporate product surveillance (B) (6) 2010 to report an incident in which air was detected in an unspecified product during patient dialysis on an unknown date in (B) (6) 2010. Reporter stated that the patient was "treated for contamination" and that an unspecified positive culture was detected on an unknown date. Follow up information received from global pharmacovigilance: ((B) (6)): the nurse indicated the patient began peritoneal dialysis (pd) therapy on (B) (6) 2005 (total daily dose is 12 liters). On (B) (6) 2010, the patient began having discomfort in her back and shoulders. Per the nurse, the patient did not complain of abdominal pain. On (B) (6) 2010, the patient reported the events were still present during her clinic visit. Per the nurse, a pd effluent culture and cell count specimens were obtained the same day. Per the nurse, the pd effluent was not cloudy at the time the culture specimen was obtained. The pd culture result was positive for gram positive cocci (staphylococcus epidermidis). The white blood cell (wbc) cell count was 23. The patient received intraperitoneal (ip) vancomycin (the nurse could not find the vancomycin dosage that was given), and ip cefazolin 1 gram (gm) that same day. Per the nurse, the pd supplies that were used during the time the events began were discarded by the patient prior to her clinic visit. The patient continued to receive cefazolin three times a week for three weeks (9 total cefazolin doses were given). Per the nurse, the patient only received one ip vancomycin dose. On (B) (6) 2010, the patient reported her back and shoulder discomfort were resolved and she received her last dose of ip cefazolin 1gm . On (B) (6) 2010, a pd culture specimen was obtained during the patient's clinic visit. Per the nurse, the pd culture results from the specimen obtained on (B) (6) 2010 showed no growth. Per the nurse, the patient usually has the pd effluent drain directly into the toilet during pd therapy and does not use drainage bags. Per the nurse, the patient was treated for contamination and not for peritonitis (the nurse stated she would not call the event peritonitis). Follow up information received from global pharmacovigilance: ((B) (6) 2010): the nurse defined contamination as air getting into the patient's catheter and travelling into her abdominal cavity. Per the nurse, there was no infection because the patient's white cell count was not high and the patient was not having any fevers. Per the nurse, the lab reported the culture results indicated a contamination. Per the nurse, the onset of back and shoulder discomfort occurred during the night and in the middle of the patient's pd therapy. The nurse believed that if the patient had an infection, then the discomfort would have begun at the start of pd therapy. On (B) (6) 2010, the nurse flushed the pd catheter and there was no change in the patient's discomfort after the flush was completed. Per the nurse, the pd catheter was flushed without resistance. The nurse believed the lack of change in the patient's pain after the flush strengthened the nurse's belief that air somehow got into the patient's abdominal cavity. The nurse could not provide any additional explanations for the back and shoulder discomfort. Per the nurse, the cycler cassette and tubing may be related to the events. The nurse did not know if the pd solution was related to the events. During follow-up with the patient's peritoneal dialysis nurse on (B) (6) 2010, the nurse indicated that the patient's homechoice 3-prong cassette is most probably the product in which the air was detected and is involved in this report. The nurse had no further information to provide in regards to this incident but did indicate that this patient has recovered now, is doing fine, and has been able to continue with pd therapy.

Manufacturer narrative:
(B) (4). Per the patient's nurse, the sample was discarded.